Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is malfunction of the hm. A siemens healthcare diagnostics field service engineer was dispatched to the account to perform maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A series of falsely elevated troponin I results were obtained on a patient. The elevated results were reported to the physician who questioned the results. After discordance was recognized, the samples were re-run and negative troponin I results were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.